Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his artificial urinary sphincter cuff removed and replaced with a 4.5 cm cuff due to an unspecified reason on (B)(6) 2018. No patient complications were reported in relation to this event.